Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather called to report that the insulin pump alarmed motor error and no delivery. Customer's blood glucose reading was 572 mg/dl. No significant events leading to the alarm were observed. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced or returned.